Event description:
Additional information was provided on 12feb2020 regarding event details. This wire was the second wire that was attempted to be used in a percutaneous drainage procedure. Just like the first wire, this wire guide was inserted into the sheath but could not pass through. The device failed to get through the sheath and it was withdrawn. It was noted the device was "broken outside the patient". The damage did not occur as a result of manipulated through the needle or sheath. The wire didn't separate in the patient. A third wire guide was used to successfully complete the procedure. No adverse effects to the patient were reported.

Manufacturer narrative:
Evaluation on (B)(6) 2019 cook became aware of an incident where during a procedure, the second wire used would not advance through the needle in a neff percutaneous access set "rpn: npas-100-rh-nt lot: 9927821" and separated during removal. The issue was reported by the beijing med novo med. Tech. Co. In china. No harm to the patient was reported and the procedure was completed with an alternative device. A review of the documentation, complaint history, device history record, drawing, manufacturing instructions, quality control and specifications, as well as a visual inspection of the returned device was conducted during the investigation. The complaint device was returned along with a two cannula/needle combo and two other wires - the first wire the physician attempted to use, which kinked, and the wire the physician successfully used to complete the procedure. The visual inspection of the complaint device revealed this device was separated and missing the distal weld. The coils are elongated and bent. The flexible end of the wire was damaged. The two cannula/needle combo were occluded with biomatter. After removal of the biomatter, a wire was able to pass through both devices with no difficulty. Additionally, a document based investigation evaluation was performed. A review of the device master record found that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file found that risk controls are in place for this failure mode. A review of the device history record found one nonconformance related to this failure mode, for which the product was dispositioned as scrap and not replaced. It should be noted that there were no other complaints reported for lot 9927821. There is no evidence to suggest there is any nonconforming product in house or out in the field. A review of the product labeling for the device was completed. The label depicts a warning to not pull the distal spring coil portion of the wire guide through the needle tip. Based on the information provided, inspection of the returned product, and the results of the investigation, a definitive cause was not established. A potential cause can be traced to manipulation of the wire through the needle, which as shown the included label, is known to a result in the reported failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Suspect medical device: unknown. Occupation: unknown. PMA/510(k): unknown . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the user found that the wire guide could not get through the sheath, upon receipt of returned products at cinc, it was noticed that one of the returned wires was elongated and broken, missing the distal weld. The rpn of the wire has been requested but is currently unknown.. Additional information has been requested regarding event details but is currently unavailable. No adverse effects have been reported for this incident..